Event description:
Add'l info rec'd on 07/11/2003: the safety flow lancet is designed for finger sticks. It should be noted that the safety flow lancet, by design, does not permanently retract the blade. When the safety flow lancet was introduced to the market it was to replace the bd microlance lancet. The microlance lancet was a stainless steel blade that required a technician to stab the site to obtain blood. It was difficult to control the blade depth with this device. Therefore, came the need for a product that could have a controlled blade depth hence the term "safety". As such, bd will stop taking orders for these products by september 30th, 2003 and will stop shipping orders after december 31, 2003. Bd realizes how important it is for facilities to not only be protected from needlesticks, but also to receive adequate blood flow when collecting blood from a fingerstick, therefore, the MFR is offering the bd genie as a substitute to the bd safety flow lancet. The bd genie lancet is a permanently retractable finger stick lancet that minimizes the possibility of an accidental needlestick and reuse.

Event description:
Concern that the device once used one can be inadvertently be exposed if plunger depressed again after initial use. This is noted on box. However redesign so that product locks may be helpful. The use of the words safety may mislead one into thinking it is locked once used. In particular since many various safety devices with needles do have locking mechanism.